Event description:
The user facility reported that the cap on the upper part of cardioplegia being damaged. The involved product was opened for priming. It was reported that during setup, the user noticed that the cap on the upper part of cardioplegia was damaged. Use of the actual product was discontinued and the hospital's in-stock product was used. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample: it was found that the cap attached to the air vent port on the upper part of cardioplegia had been damaged. 2. Magnifying inspection of the damaged section of actual sample: it was found that the distal end of port on the cardioplegia side had been deformed. It was found that the damaged surface on the cap side had been elongated. No anomaly such as a foreign substance that could lead to damage was found on the damaged surface. 3. The manufacturing record and the shipping inspection record of the actual sample no anomaly was found. 4. Past complaint file: no other similar report of the product with the involved product code/lot# was found. Manufacturing date: may 14, 2024. Cause of occurrence/conclusion: based on the investigation result, as a cause of occurrence, it was likely that the cap of air vent port was damaged due to some external force being applied. However, it was not possible to clarify the cause of damage. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.